Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/17/2025, it was reported by a customer support agent that the user turned on their ilet device and the screen only displayed lines. A replacement device was arranged to be shipped overnight. No blood glucose impact was reported.